Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient needs to be placed in the central vein for chemotherapy. The vascular condition will be assessed on (B)(6) 2021. After the contraindications have been eliminated, the central venous catheter will be placed peripherally. After the catheterization, there is no abnormality in the positioning and the patient has no special discomfort. There is no abnormality in the follow-up maintenance. On (B)(6) the patient complained of pain in the upper extremities, and improved the arteriovenous color doppler ultrasound: there was substantial hypoechoic in the veins of the left side, suggesting thrombosis. After treatment with low molecular weight heparin, the symptoms were relieved.